Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. Additional information indicates that the physician suspected a lead fracture at the clavicle first rib. The lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the lead was performed. The lead's conductor coil is fractured approximately 435-437 millimeters (mm) from the tip near the distal end of the suture sleeve tie down site. Laboratory analysis confirmed the reported clinical observation of lead fracture.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.